Event description:
The customer reported that the device "does not produce alarms anymore". No death or patient /user injury or harm was reported. It is unknown if the device was used for monitoring at the time of the alleged malfunction.